Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. (B)(4).

Event description:
It was reported the patient's ipg wound site opened up and was leaking blood and pus. Additionally, the patient experienced chills and a headache. The patient went to the emergency room where it was determined the wound site was infected. The system was explanted thereafter. It was also reported the patient had another surgery due to 'infection to the bone' (details of which are unknown at this time). The patient received physical/occupational therapy and was scheduled to get a PICC line.

Event description:
Follow-up identified the patient is currently taking intra-venous antibiotics.

Event description:
It was reported the patient's infection has resolved following the use of antibiotics and rehabilitation care.